Manufacturer narrative:
(B)(4): visually confirmed approximately ~4mm of the instrument tip have been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis of the instrument tip identified a fairly flat fracture surface and circular material movement, consistent with torsional overload. Conclusion: the above findings are consistent with torsional overload.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the driver broke off during screw insertion. No patient complications were reported.